Event description:
It was reported the device overheated during testing conducted by a manufacturer field service technician at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The account did not return the device.

Event description:
It was reported the device overheated during testing conducted by a manufacturer field service technician at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.